Manufacturer narrative:
Date of event: used (B)(6) 2019 as no event date was provided. Device is a combination product.

Event description:
It was reported that watermelon seeding effect occurred. The target lesion was located in a coronary artery. A promus elite drug-eluting stent was deployed to treat the lesion. However, a watermelon seeding effect was noted in the patient. The original stent completed the procedure. No patient complications reported.